Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed. The heater wire was flexed away from the hot jaw. It remained attached at the base and the tip of the jaw. No other visual non-conformities were observed with the jaws. An electrical evaluation was conducted. A pre-cautery test as was performed per the instruction for use with a reference cable and reference power supply vh-3010 at level 2.5. As soon as the power supply was turned on, the hemopro self activated immediately. As per the instructions in the IFU, the toggle was moved away from the most proximal position but the device still remained activated. The handle was opened to evaluate the internal components. No visible defects were observed to the toggle. The switch was examined under microscopy. No residue or contamination was seen on the switch. No non-conformities were observed with the switch. Based on the results of the evaluation, the reported complaint was confirmed for the reported failure ¿device remains activated¿ and the analyzed failure "bent wire". Specific actions for the reported failure "device remains activated" are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro cautery started activating "burning" without the cautery trigger being activated or pulled. Unit was removed from the surgical site and after a brief trouble shooting a second kit was opened and case was completed without additional incident. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro cautery started activating "burning" without the cautery trigger being activated or pulled. Unit was removed from the surgical site and after a brief trouble shooting a second kit was opened and case was completed without additional incident. The hospital did not report any patient effects.